Event description:
It was reported that the gore-tex regenerative membrane became exposed approximately 3 months after implantation for guided bone regeneration. The dentist used a tissue graft to cover the exposure. The device remains implanted, and is planned for removal within 3 months upon completion of treatment. The patient is reported to be in good condition.

Manufacturer narrative:
Method - device remains implanted, review of information provided by the user. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The potential for device exposure after implantation is addressed in the cautions section of the instructions for use, stating, "material that is placed in a submerged application should remain in place 3 to 9 months or until bone regeneration is complete. However, if exposed, it is recommended that shorter term removal (at approx. 4-12 weeks) be accomplished to avoid compromising the regenerative result." Additionally, the post-operative reminders indicate, "do not attempt to cover material that has been exposed. Exposure of the material should not interfere with regeneration if closely monitored." All available information has been placed on file for use in tracking, trending and follow up.